Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. The cartridge was reloaded to resolve the issue. Additionally, it was reported that a cartridge did not fit onto the pump. A cartridge change was performed to address the issue. Customer¿s blood glucose level was 400 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.